Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that two and a half years after a procedure a metallic piece was found in the right femur of the patient. The origin of the metallic part has not yet been identified. No patient injury or complications have been reported.